Manufacturer narrative:
A bayer service representative performed an injector system checkout on (B)(6) 2021. The system was found to perform to specifications. Bayer service was able to confirm that a third-party syringe was in use during the reported occurrence. Additional applications training has been offered to the customer site and has been accepted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to this reportable event.

Event description:
A bayer service person reported the following: an indeterminate amount of air was observed in a patient's cranial vessel during an angiogram procedure while connected to the provis injection system. The amount and location of the air was not disclosed by the customer. The patient was admitted to the ICU post procedure. No additional information has been provided despite multiple follow-up attempts by bayer.